Manufacturer narrative:
Additional information was received by smiths medical that the event occurred as part of customer's routine testing and there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited battery depleted alarms. No adverse effects were reported.

Manufacturer narrative:
Device evaluated by MFR: one cadd legacy 1 pump was received in good physical condition. The event log of the pump was reviewed and "battery depleted" was recorded 2 times. The pump was tested through simulated use and the reported "battery depleted" issue was able to be duplicated. Simulated use testing confirmed the battery depletion alarm by running the pump which produced the battery depletion alarm with constant alarm. The pump was opened and motor current measured greater than specification. The motor was replaced to resolve the issue.